Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned at 2mm at the non-coronary cusp (ncc) and 4mm at the left coronary cusp (lcc). The frame loop was deployed from the delivery catheter system (dcs) and the valve dislodged to 0mm on the ncc and 2mm on the lcc. Mild paravalvular leak (pvl) resulted. Out of concern for future valve migration at the lcc, a subsequent valve was implanted, valve in valve. The second valve was implanted at 4mm at the ncc and 4mm at the lcc. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.